Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: two (2) actual devices were received for evaluation. A visual inspection with the naked eye noted a cracked main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported cracked twist clamp was not verified. The cause of the cracked main body could not be determined, however the damage could possibly be due to exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) minicap transfer sets cracked. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in 2024, reported as "from (B)(6) 2024 to now." E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.